Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2016 with the following findings: during investigation, the battery compartment was found to be cracked to the left of the bumper pad from the threads traveling down to the case seal. Unrelated to the original complaint, there were two cracks between the case seal and the display lens and between the case seal and keypad cover. There was rust corrosion observed in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was evidence of moisture on the force sensor plate. Additionally, the display appeared dim and discolored.